Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the shock channel. Technical services (ts) indicated this was likely due to movement. The cause of the noise could not be determined and the patient planned to follow-up with the clinic. This lead remains in service. No adverse patient effects were reported.